Manufacturer narrative:
Unit received with intermittent up arrow button due to corroded keypad traces. Unit received with cracked case at display window corners and battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer's keypad was unresponsive. Customer's blood glucose was unknown. No additional information provided.